Event description:
Philips received a complaint on the patient information center ix indicating that the device was not red alarming when the patient's heart rate was elevated. The device was in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
Analysis was performed remote clinical personnel (rcp) which included log file review. The monitor tech stated that on (B)(6) 2026 @ 2047:58, the patient's monitor generated a heart rate high yellow alarm instead of an extreme heart rate red alarm. The results of the analysis were that the measurement settings: alarm limits : 140 -50, extreme delta -/= 20. The clinical audit showed numerous heart yellow alarms for this time-frame. The alarms were acknowledged. The tabular trends (1 minute interval) stored the following heart rate values within the 137 bpm -150bpm ranges. The review indicated that the monitor arrythmia algorithm generated the alarms appropriately, however the user insisted that the patient's heart rate was above 160 bpm. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures, the user will review above findings with biomed and manager. A review of the service history for this device shows the problem has not been reported again for this device.